Event description:
A filter was placed over the central line site via the right femoral approach. The filter did not open and immediately migrated to the right atrium. The filter never opened, was snared through the right jugular, and was explanted. Importer narrative: no patient information has been provided. The device was returned for evaluation. A pathology tissue analysis was performed. No fibrous tissue or other material capable of preventing proper deployment of the filter was present in the tissue analysis; the cause of the improper deployment was not apparent. The device was forwarded to the manufacturer for further evaluation. The IFU includes the following warning: "avoid the use of a venous access site which was previously used for an implanted central venous catheter."